Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during an abdominoperineal resection, the knife of the device became extended from beyond the jaws. There was no patient injury.